Event description:
It was reported that during an embolization treatment procedure, the pusher wire was broken and the coil was removed protruding from the distal end of the catheter. The patient was undergoing treatment of the mildly tortuous hypogastric artery. Intermittent flush was utilized and the 15mm x 20cm interlock - 35 coil system was advanced in a non bsc hydrophilic catheter. Resistance was noted and the physician changed to another of the same catheter. The coil was able to be advanced and deployed approximately 30% and then could not be advanced further or retracted into the catheter. The physician applied strong force and the pusher wire end of the coil device was broken. The devices were removed together with the coil protruding from the catheter's distal end. The procedure was completed with a different interlock system. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during an embolization treatment procedure, the pusher wire was broken and the coil was removed protruding from the distal end of the catheter. The patient was undergoing treatment of the mildly tortuous hypogastric artery. Intermittent flush was utilized and the 15mm x 20cm interlock - 35 coil system was advanced in a non bsc hydrophilic catheter. Resistance was noted and the physician changed to another of the same catheter. The coil was able to be advanced and deployed approximately 30% and then could not be advanced further or retracted into the catheter. The physician applied strong force and the pusher wire end of the coil device was broken. The devices were removed together with the coil protruding from the catheter's distal end. The procedure was completed with a different interlock system. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned product revealed the dispenser coil, rhv, introducer, delivery wire and .035 interlock 2d coil were returned. The introducer was returned inside the rhv and the twist lock was fully opened. The coil and delivery wire were returned outside the dispenser coil and introducer. The coil found to be severely stretched and kinked at the proximal end. The main coil interlocking arm had been pulled off the coil; however there was evidence of welds. The coil interlocking arm was not returned. Kinks were noted on the delivery wire. Microscopic inspection revealed the zap tip shapes and surfaces of both the coil and the delivery wire were smooth. No anomaly was noted with the interlocking arm of the delivery wire. The delivery wire dimensions met specification. The coil dimensions that could be measured met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states: "the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter." "The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device."

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).